Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products carto 3 system (model# m-4800-01 serial# (B)(4)). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for ventricular tachycardia (vt) with a soundstar catheter and expired one week post-procedure. Medical history includes ischemic cardiomyopathy and vt ablation procedures. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s underlying disease state and failure to thrive.